Event description:
Edwards received information that an aortic pericardial valve, implanted approximately ten (10) years, was explanted due to unknown reason. There is no indication or evidence of premature failure of the surgical valve.

Manufacturer narrative:
The device was explanted > 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. The device was returned and product evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. H3: product evaluation. X-ray demonstrated wireform intact; heavy calcification was observed on leaflet 2 and 3, and minimal calcification on leaflet 1. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspects. Leaflet 2 had a 7mm tear and leaflet 3 had a 4mm tear near commissure 3. Calcification was evident at the tears. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Mechanical damage marks were observed on the free margin of leaflet 3. Damages appeared serrated and did not penetrate leaflets. A perforation was observed on leaflet 3. The perforation was beveled at the outflow aspect, a typical characteristic of those caused by suture tail/fastener abrasion. No sutures or fasteners remained on the sewing ring around leaflet 3. Sewing cloth and silicone of sewing ring had multiple cuts around the valve. Wireform was exposed around commissure 1 and 3 on the outflow aspect. See attached evaluation photos.

Event description:
Edwards received information that a 19mm aortic pericardial valve, implanted approximately eight (8) years and three (3) months, was explanted due to heavy calcification and moderate pannus.